Event description:
The customer stated a pt sample generated a low sodium result of approximately 119 mmoi/l on the architect c8000. The sample was retested with a result of 118 mmoi/l. When the sample was tested on another architect an expected result of approximately 138 mmoi/l was obtained. Although controls were within range prior to the low sodium result being generated, when the customer performed a precision study using the low control, some high results were generated.

Manufacturer narrative:
Field service inspected the architect analyzer and found the 1 ml syringes in the aspiration pump were sticking to the plate. The syringes were replaced and the plate cleaned. An ict calibration was performed and all performance tests were within specification. A review of service history from april 1, 2006 through june 5, 2006 did not find any additional complaints for this tissue. Labeling provided in the architect system operations manual ln 06e28-06, section 10, troubleshooting and diagnostics provides adequate instructions for trouleshooting erratic results and poor precision for ict assays. The 1 ml syringes in the apsiration pump are listed as probable causes.